Event description:
The patient's baseline blood pressure was 120's systolic. The customer reported that lasix 100ml was noted to be empty at 1430, and the patient was subsequently hypotensive. A levophed drip was immediately started for the hypotension. Other infusions at the time of the event were fentanyl and diprivan.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "alaris pump infused lasix 100mg within seconds. Rn set up pump to infuse lasix a 5ml/hr. When patient blood pressure was dropping, nurse noted that the lasix was infusing quickly even though the alaris pump channel showed that it was being infused at 5ml/hr. Rn set pump up appropriately and as ER states nurse witnessed it dripping faster than the set rate of 5ml/hr. Pcu (brain); channel a; channel b; channel c; channel d. Channel d was the one that infused the medication." The customer reported that the event occurred (B)(6) 2017.